Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 48 mg/dl, which was treated with food and drink. No significant events leading to the alarm were recalled. Troubleshooting could not be performed for low blood glucose, due to button error. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. Unable to verify the low battery alarm or perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the button keypad anomaly. The pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.